Event description:
It was reported that during an unk procedure, the clips came out in the closed position. Unk how the case was completed. Unk pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.